Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-may-2023. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the stopper was cut through by the cutter as designed and the syringe components were taken apart with the spring missing. Please note that integra product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety. Since the reported defect is customer awareness and not a true defect, no corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd integra¿ retracting safety syringe with 21 g x 1 in., 3 ml the needle retracted. The following information was provided by the initial reporter: syringe was defective. Customer drew up the medication, when customer's wife went to administer medication in left buttox they heard a pop. Needle had broke off in customer. There was a lot of blood. Customer went to ER, ultrasound did not locate needle. At ER they did small incision and attempted to locate needle with tweezers with no luck. Went to or next day and did pre-operation x-ray and could not locate needle. Surgeon sewed up incision and took apart the defective syringe. Upon taking apart the syringe it was found that the needle had retracted into the syringe. Customer was given a stitch for the incision and prescribed antibiotics as a result.

Event description:
It was reported while using bd integra¿ retracting safety syringe with 21 g x 1 in., 3 ml the needle retracted. The following information was provided by the initial reporter: syringe was defective. Customer drew up the medication, when customer's wife went to administer medication in left buttox they heard a pop. Needle had broke off in customer. There was a lot of blood. Customer went to ER, ultrasound did not locate needle. At ER they did small incision and attempted to locate needle with tweezers with no luck. Went to or next day and did pre-operation x-ray and could not locate needle. Surgeon sewed up incision and took apart the defective syringe. Upon taking apart the syringe it was found that the needle had retracted into the syringe. Customer was given a stitch for the incision and prescribed antibiotics as a result.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.